Event description:
Additional information received that patient underwent surgical intervention where in the both leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-31417. It was reported that patient experienced fall and system started auto reducing. Diagnostics showed high impedance on some contacts. X-rays showed kinks in the leads. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.